Manufacturer narrative:
The lead was returned with no reported event. Failure event seen during analysis. As received, a partial connector portion of the lead was returned in one piece. A full breached outer insulation degradation was found adjacent to the connector boot region. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.